Event description:
A gore tag endoprosthesis device was implanted for the treatment of a chronic aortic dissection. The left subclavian artery was covered during the initial procedure. At the time of the procedure, scanning revealed a proximal type I endoleak. The pt was later transferred to another facility. In december 2005, the pt began to experience symptoms of back and chest pain. Imaging revealed an enlargement of the dissection. The 4th day, the clinician decided to explant the device and repair the vessel using a dacron graft. The pt was stable following the procedure.